Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: external flow sensor failed, flow sensor calibration failed, technical event 233004 shown on screen. Patient shifted to other ventilator, no harm or consequences.